Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified. Although requested, patient information was not provided.

Event description:
It was reported that the t-connector was blowing. The event occurred in CT scan department. Although requested, additional information was not provided.